Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Red particles observed on the surface of the shell. White calcification observed on the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations : ¿ white particles observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.